Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 13. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support arranged to send a replacement pump and guided the customer on returning the malfunctioning pump, which was still under warranty. The customer understood and acknowledged all instructions provided.